Event description:
It was reported that customer experienced issues with pump battery "holding a charge." There was no reported adverse impact to the customer. The customer declined further follow up from tandem technical support. No additional information was provided.